Manufacturer narrative:
The device was returned for analysis. The retraction problem was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and the subsequent treatment appears to be related to procedure circumstance. It is likely, in this case either through user error or tissue interaction, prevented either the plunger from fully deploying against the handle or prohibiting the posterior needle tip from ejecting out of the foot pocket. In this condition there would be a resistance noted when pulling out the plunger. Manipulating the plunger further likely separated the link from the cuff allowing the plunger to retract enough to close the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device, via a 9f sheath hole after an atrial fibrillation ablation procedure. Reportedly, steps 1 and 2 went smoothly; however, when the plunger was being retracted, it became stuck. It could not be pulled out all the way. The plunger was manipulated and repositioned to allow the lever and the foot to re-close. The entire device was withdrawn from the patient anatomy without any further issues. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.